Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during an implant, the lead was an attempted but not used due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.